Event description:
This is an international report where the liquid would not stop coming out of the tranfer set even if closing the clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). A sample is available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). Baxter received one used set with cap on dark blue connector and no cap on patient connector. Visual inspection performed with no issues noted. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted. Sample was not confirmed for the reported problem. The cause was not identified because evaluation of the returned sample did not duplicate the alleged issue.